Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the torque for the thickness control lever was loose and the 4 in width plate was damaged. The vespel and semi-circle bearings were replaced to aide in the loose torque of the thickness control lever and the width plate was replaced. The motor ran within specification, but on the low side. Therefore, the motor and needle bearing were also replaced. The unit was tested for proper operation. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is complete. No additional information is available.

Event description:
It was reported that unknown timing the dermatome was not cutting the skin properly. There was no harm or delay reported. Due diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed. H3 other text : device is not being returned.